Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (cartridge removed) occurred. Reportedly, the customer stated that the load process was followed. There was no impact to the customer's blood glucose level and another cartridge was reloaded successfully.